Event description:
It was reported to boston scientific corporation that an rx bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the stent was successfully deployed in the common bile duct; however, during deployment, the guide catheter detached from the pull wire and remained lodged within the stent. The guide catheter was retrieved using a polypectomy snare. No other damage was noted to the device. As the stent had successfully deployed, the procedure was able to be completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.